Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle would not retract while using the bd insyte¿ autoguard¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6): the safety lock that retracts the needle from the catheter didn't work in some situations.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 0086289. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. H3 other text : see h10.

Event description:
It was reported that the needle would not retract while using the bd insyte¿ autoguard¿ IV catheter. The following information was provided by the initial reporter, translated from portuguese: the safety lock that retracts the needle from the catheter didn't work in some situations.